Event description:
According to the customer, the health care personnel observed that the abl 827 analyzer had been giving higher results than usual for na++ and ca++ in the period between 07:00 h and 13:00 h. The central lab was contacted and they replaced the reference membrane. After that, the abl measured correctly. The health care personnel checked all 50 test results form the relevant period and after consultation with the responsible doctors, 10 results were discarded. The hospital had to re-run some of the samples, but no patients were affected by this event.

Manufacturer narrative:
The root cause investigation is not yet completed. Data logs form the instrument have been received and investigated, bu the investigation did not reveal anything abnormal. The customer has been requested to send a list showing the level of the deviation for the high na+ and ca++ results. Also information about whether this problem has been observed previously or if this could be a single event has been requested.